Event description:
When a certain neonatal isothermal circuit is used with a certain model ventilator, at flow rates from 15-30 l/min, the ventilator will either decrease its inspiratory time or fail to cycle with an increased peep setting. The probability of this occurrence is greatest at the highest flow rate. The inspiratory time display will not indicate the rpoblem. However, the actual physical closure of the expiratory valve will be delayed or eliminated. The first symptom of this problem at the lower flow rate will be a twitch of the pressure gauge needle, at the beginning of inspiration. This applies to the non-assisted version of the ventilator. Both mfrs agree agree that the compliance and resistance of the circuit are crucial for correct ventilator function. However, the MFR of the circuit isothermal does not admit that the ventilator is unreliable when used in its upper flow rate range with the neonatal circuit. Since the inspiratory time can be decreased by any percentage, it is likely to be unrecognized as some pressure will still be indicated on the gauge. This is a consistent compatability problem with make of ventilator and this particular isothermal make of neonatal circuit.